Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with pocket erosion and infection. The patient was otherwise asymptomatic. The implantable cardioverter defibrillator, right ventricular lead, and right atrial lead were explanted. The patient was in stable condition following surgery.